Event description:
Information received by medtronic indicated that the insulin pump had crack on clip rails.. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version: 6.5v. Retainer ring = black. The insulin pump was returned for cosmetic damage located at the back of pump (crack) found on (B)(6), 2021. Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 / pcba 2 / force sensor].pump successfully downloaded traces and history file using thump. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on 08/20/2021 at 11:39am. Force sensor zero offset (within) specification (27.1mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked battery tube threads, and cracked case on the battery tube side. Cosmetic damage was confirmed where cracked battery tube threads and cracked case on the battery tube side was noted. Critical pump error (open book image) alarm and pump error 35 confirmed due to moisture damage at force sensor.